Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the power was interrupted and the charging light went out immediately on the heartstart mrx. There was no negative pt impact.